Event description:
On (B)(6) 2015 a patient implanted with a durata lead went to the clinic after receiving inappropriate shocks believed to be caused by lead noise. No other issues for this patient were reported. On (B)(6) 2015 the durata lead was capped and left in situ. A new ICD and defibrillation lead were implanted. X-rays taken just before the procedure on (B)(6) 2015 were thought to show that the durata lead might have externalized conductor(s).

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of egms and lead impedance measurements confirmed noise and oversensing had occurred. A decreasing, but within range, right ventricular pacing lead impedance trend was observed; however, without return of the lead, the source of the decreasing impedance cannot be identified. The associated ICD has been returned and analyzed and revealed normal device characteristics. The cinefluoroscopy images provided do not confirm that the conductors have externalized and evaluation of a lead with similar orientation with intact optim insulation produced comparable x-ray images. Therefore, without return of the lead, it is not possible to confirm whether the conductor cables have externalized and the conductor cables may reside within the lead body.